Event description:
Patient reported aligners chip their teeth. Their upper right first and second teeth are chipped.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.